Event description:
It was reported that there were concerns of premature battery depletion (pbd) of this device and battery depletion alert. Boston scientific technical services (ts) confirmed that there was a gradual increase in power consumption that was consistent with capacitor degradation due to hydrogen gas in the device's sealed environment. Ts recommended the device be replaced. Device remains in-service. No additional adverse patient effects have been reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that there were concerns of premature battery depletion (pbd) of this device and battery depletion alert. Boston scientific technical services (ts) confirmed that there was a gradual increase in power consumption that was consistent with capacitor degradation due to hydrogen gas in the device's sealed environment (bd behavior). Ts recommended the device be replaced. Device remains in-service. No additional adverse patient effects have been reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population. This correction report is being submitted to correct information in field b5. Describe event or problem and include correction/removal reporting #.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This device was replaced and returned to boston scientific for analysis. No additional adverse patient effects were reported.